Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 164 mg/dl. Reportedly, customer continued to use the pump for basal therapy and also confirmed that to manual injections are available for insulin therapy.